Manufacturer narrative:
Type 2 diabetic patient reported that the ez fill accessory is not filling v-go, the patient experienced high blood glucose levels of 500 & her arm was numb. Patient drove herself to the emergency room about 2pm on (B)(6) 2017 (patient was not sure of the exact date.) Where she was treated with IV and insulin and was discharged at midnight. Patient had no back up plan in place when unable to fill the v-go and did not have insulin for 5 days. Her hospital health care provider told patient she was on her way to having a stroke due to the hyperglycemia and patient averted a stroke by coming to the emergency room. Neither the ez fill accessory nor any v-go device were returned for evaluation. There is no allegation of v-go device malfunction. Root cause cannot be determined based upon the information provided.

Event description:
Type 2 diabetic patient reported that the ez fill accessory is not filling v-go, the patient experienced high blood glucose levels of 500 & her arm was numb. Patient drove herself to the emergency room about 2pm on (B)(6) 2017 (patient was not sure of the exact date.) Where she was treated with IV and insulin and was discharged at midnight. Patient had no back up plan in place when unable to fill the v-go and did not have insulin for 5 days. Her hospital health care provider told patient she was on her way to having a stroke due to the hyperglycemia and patient averted a stroke by coming to the emergency room. Neither the ez fill accessory nor any v-go device were returned for evaluation. There is no allegation of v-go device malfunction.

Manufacturer narrative:
Initial reporter, health care professional - yes, initial reporter occupation - nurse, type of report - follow up 1, if follow-up, what type - correction.